Manufacturer narrative:
Supplemental report submitted to include additional CT imaging review: annulus trice was measured, 547mm, 545mm, 536mm, so either a borderline (26/29) or a 26mm thv valve. In case of borderline, the smaller valve is the best option because of the heavily calcified leaflets, small size of the lvot (534mm) and a tube shape. Apart from that the coronaries are high enough. The minimum vessel diameter is ok for a 14f therefore tf was possible. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture and death are a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (heavily calcified leaflets) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. A balloon aortic valvuloplasty (bav) was performed successfully. The valve was deployed with nominal volume. During deployment, the valve moved somewhat downwards and team had impression that also deployment balloon did not capture the upper part of the valve well. Initial result was that valve was not fully expanded in the proximal part, therefore, the team decided to post dilate the valve with the same balloon and the same volume. Valve looked normal after post dilatation with better result but, after that, the patient had severe hypotension and bradycardia. Aortography showed annular, sinotubular junction rupture, echo showed massive tamponade. Pericardiocentesis and advanced cardiac life support (acls) were performed. Cardiac surgeon was in the cath lab immediately, and or was available. However, there was persistent pulseless electrical activity (pea) during acls and pericardiocenthesis and it was decided that going to or would be futile and declared death after twenty minutes. It was noted that the underexpansion was not due to calcium.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.